Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm expansion, endoleak and reoperation. Additionally, when multiple endoprostheses are used, gore recommends: overlapped endoprostheses should be one to two sizes different in diameter with an overlap of at least 3 cm (gold band to gold band); always deploy the larger diameter endoprosthesis into the smaller diameter endoprosthesis; if overlapping devices of the same diameter, overlap by at least 5 cm; use of multiple devices with differing diameters requires a treatment length of = 13 cm.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a thoracic aortic dissection with conformable gore® tag® thoracic endoprostheses (tgu404015/15928245)-most adjacent to the tbe aortic component. On (B)(6) 2018, the pre-treatment computed tomography (CT) imaging showed that the maximum diameter of an aortic aneurysm/ lesion was 54mm. On (B)(6) 2018, during the follow up computed tomography scan, a type iii endoleak associated with insufficient overlap per IFU between an aortic extender (tgu404015/15928245) and an investigational aortic component was discovered. The maximum diameter of an aortic aneurysm/ lesion was 51mm. The physician was monitoring the patient. On (B)(6) 2019, the 12 months follow up CT confirmed the presence of the type iii endoleak between an aortic extender (tgu404015/15928245) and an investigational aortic component. The maximum diameter of an aortic aneurysm/ lesion increased in size from 50mm on (B)(6) 2018 till 54mm on (B)(6) 2019. On (B)(6) 2019, the patient underwent the additional procedure and the thoracic aortic stent graft was placed. On (B)(6) 2019, the patient discharged from the hospital. No further adverse events have been reported.